Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose levels of 498 mg/dl, and a bloody, bent. Customer said she felt nauseated, and treated the rising blood glucose by admitting in the emergency room. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated she inserted the quick release and gradually began to feel her blood glucose increase. She was later admitted into the emergency room and was unsure if the bent cannula cause this. Customer was informed on acceptable areas in insert a sensor. Customer was advised to change the infusion set. It was noted nothing was returned or shipped.